Event description:
The patient is a participant in a clinical study (B)(4). It was reported the patient (B)(6) began experiencing painful stimulation in (B)(6) 2014. In turn, the patient's stimulation was turned off. An sjm representative met with the patient at a later date for reprogramming and was unable to provide resolution. As a result, the patient was administered medication.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.